Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for her femoral trochanteric fracture. During the surgery, the guide wire sleeve broke the exterior cortical bone and contacted with the nail. The surgery was completed successfully with 30 minutes delay. The patient outcome was stable. Concomitant device reported: unknown guidewire (part # unknown, lot # unknown, quantity 1), unknown reamer (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves eight (8) devices. This report is for (1) guidewire ø3.2 l400. This report is 3 of 8 for (B)(4).